Manufacturer narrative:
The device in question was not returned to the service hub; therefore, we were unable to perform a visual inspection or any functional testing to assess the device's performance. A comprehensive review of the device's service history for the past 12 months revealed no previous occurrences of similar events. Unfortunately, we did not receive any event history from the customer, preventing us from reviewing the event history/alarm logs. Consequently, we were unable to replicate or confirm the reported issue.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending.

Event description:
The event involved an unspecified plum 360 pump where it was noted that it failed due to the battery while infusing medication. The battery was a new csb. There was patient involvement, and no human harm.